Event description:
The facility representative reported a colleague infusion pump with failure code 810:11. It is unknown when this event occurred. Device evaluation confirmed , which interrupted delivery. There was no report of patient injury or medical intervention necessary. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that this device has not been previously serviced for the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). This device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 810:11. The root cause was determined to be an out of calibration air in line circuit board. The printed circuit board was recalibrated and verified to resolve this issue. Review of the device event history determined that the reported condition of occurred on (B)(6) 2010 and not the customer reported occurrence date of (B)(6) 2010. A follow up report will be submitted if additional information becomes available.